Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1, ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead had no capture and was sometimes undersensing p-waves and at other times there was no sensing at all. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.